Event description:
It was reported to covidien in 2009 that a customer had an issue with a sharp's container. Customer reports the nurse was disposing of a needle when the nurse was stuck with a dirty needle that did not empty into the bottom of the container properly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.